Event description:
It was reported that the patient had chest pain associated with short ventricular tachycardia (vt) episodes. The implantable cardioverter defibrillator (ICD) was found to have detected atrial fibrillation (af) with rapid ventricular response (rvr) as ventricular tachycardia (vt). The patient was medically treated for the af. The device remains in use. It was further reported that the right atrial (ra) lead has intermittent far-field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.